Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot#: (B)(6), ubd: 03-aug-2026, UDI#: (B)(4), product ID: 9 77a275, serial/lot#: (B)(6), ubd: 02-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a manufacturer representative. Regarding a patient, who was implanted with an implantable neurostimulator (ins). It was reported, that a patient experienced a return of pain, leading to a device revision. Involving the explant of both leads. X-rays revealed, lead migration of both implanted leads. The physician decided to remove both leads. And was able to implant only one lead, during the revision procedure. There were no concerns with the previous leads. And the physician, instructed not to return them, as there were no impedance issues. The issue was resolved, following the revision procedure. The manufacturer representative (rep) indicated, they would send any further information as they become aware.